Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 11 previously reported events are included in this follow-up record. Product return status 10 devices were received. 1 device was not available for evaluation. Event confirmation status 9 reported events were confirmed. 1 reported event was not confirmed. Evaluation results 5 devices were found to be affected by corrosion. 4 devices were found to be affected by damaged bearings. 1 device was found to be affected by compromised lubrication.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device reportedly overheated. 9 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 11 events were reported for this quarter. Product return status: 10 devices were received. 1 device investigation type has not yet been determined. Event confirmation status: 9 reported events were confirmed. 1 reported events were not confirmed. Evaluation results: 5 devices were found to be affected by internal component corrosion. 1 device was found to be affected by broken down lubrication. 4 devices were found to be affected by a mechanical problem. Additional information: 11 devices were not labeled for single-use. 11 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device reportedly overheated. 9 events had no patient involvement; no patient impact. 2 events had patient involvement; no patient impact.